Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a balloon valve leak warning occurred during setup for treatment. Afterwards, a notice: draining slowly" message occurred during drain 1 of 4 of treatment. There was fibrin discovered. The patient also reported that an air detected in cassette warning occurred during dwell 3 of 4 of treatment. It was reported that an alternative treatment was not available. Fluid was seen leaking from the solution bag during dwell 3 due to line disconnecting. The solution bag was not securely connected and unused lines were not clamped. The patient will not re-setup the cycler for the remainder of treatment. Technical support advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a balloon valve leak warning occurred during setup for treatment. Afterwards, a notice: draining slowly" message occurred during dwell 1 of 4 of treatment. There was fibrin discovered. The patient also reported that an air detected in cassette warning occurred during dwell 3 of 4 of treatment. It was reported that an alternative treatment was not available. Fluid was seen leaking from the solution bag during dwell 3. The solution bag was not securely connected and unused lines were not clamped. The patient will not re-setup the cycler for the remainder of treatment. Technical support advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: a manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the DHR review is not required as it is unrelated to the investigation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a balloon valve leak warning occurred during setup for treatment. Afterwards, a notice: draining slowly" message occurred during drain 1 of 4 of treatment. There was fibrin discovered. The patient also reported that an air detected in cassette warning occurred during dwell 3 of 4 of treatment. It was reported that an alternative treatment was not available. Fluid was seen leaking from the solution bag during dwell 3 due to line disconnecting. The solution bag was not securely connected and unused lines were not clamped. The patient will not re-setup the cycler for the remainder of treatment. Technical support advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn). Additional information was requested, however to date has not been provided.